Manufacturer narrative:
The reported event of unable to remove guide wire was not confirmed. The reported event indicated a non-abbott guidewire was unable to be removed from the lead, but this non-abbott guidewire was not returned with the lead. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. It was not possible to perform an abbott guidewire insertion test due to the damaged condition of the lead when it was received. The ptfe coating of the stylet was found stripped and bunched up with the inner coil. The connector pin and connector cap were found pulled out of the connector assembly and the inner coil was stretched consistent with excessive forces during procedure. The likely cause of the reported event was isolated to the bunching of stripped stylet ptfe coating and inner coil at the connector region. As the non-abbott guidewire was not returned, it could not be confirmed that this guidewire caused the stripping of the ptfe coating, leading to the removal difficulties.

Event description:
During initial implant procedure, the guidewire was unable to be removed from the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event and the patient was stable.